Manufacturer narrative:
Corrected fields: serial number: (B)(6) ; device manufacture date: jul 2, 2018.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the gastrointestinal videoscope tested positive for an unexpected contamination. The suction pipe was sampled on (B)(6) 2024. The sample tested positive for klebsiella oxytoca, pseudomonas aeruginosa, enterococcus casseliflavus, candida albicans, and nakaseomyces glabratus. The suction pipe was sampled again on (B)(6) 2024. The scope was not used and quarantined after being sampled. No additional reprocessing was done. The sample tested positive for klebsiella oxytoca, pseudomonas aeruginosa, enterococcus casseliflavus, and candida albicans. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.